Event description:
It was reported that the speed was too high. A rotablator rotational atherectomy system console kit was selected for use. During the procedure, it was noted that the rotablator is not functioning properly. When it was connected to the gas and set to the optimal range, the speed was too high and is unable to be turned back down. There were no patient complications reported.

Manufacturer narrative:
The rotablator console was returned for analysis with a broken warranty label but in otherwise good condition. Functional testing revealed the pressure gauge did not display between 83-87 psi and the rpm displayed 156,000 rather than between 83,000 and 120,000.

Event description:
It was reported that the speed was too high. A rotablator rotational atherectomy system console kit was selected for use. During the procedure, it was noted that the rotablator is not functioning properly. When it was connected to the gas and set to the optimal range, the speed was too high. There were no patient complications reported. It was further reported that the knob on the console would not properly adjust the rpms. The regulator was adjusted to get the device to platform properly.

Event description:
It was reported that the speed was too high. A rotablator rotational atherectomy system console kit was selected for use. During the procedure, it was noted that the rotablator is not functioning properly. When it was connected to the gas and set to the optimal range, the speed was too high. There were no patient complications reported. It was further reported that the knob on the console would not properly adjust the rpms. The regulator was adjusted to get the device to platform properly.